Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted in a procedure on (B)(6) 2025. The patient status was unknown.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to an anomaly within an integrated circuit. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event is an integrated circuit anomaly.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode. No changes were reported. The patient status was unknown.